Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the reported issue of "not circulating fluid" was confirmed. The internal examination of the device showed the microswitch triggering the fluid pump was bent; this condition caused the problem.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has issues with circulation. No patient adverse events reported.